Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 120.4410 was confirmed in logs after unit was repaired in lab. On 22-nov-24, pcu was received unboxed and with paperwork. Pcu fails to power on when power button is pushed. Unit failed due to no 8vdc from u22 pcu power supply board. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace pcu power supply board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 120.4410. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 120.4410. There was no patient involvement.